Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the insulin pump was broken and no longer working. No further information was provided regarding the device or the incident. There is no indication the alleged product issue caused or contributed to an adverse event. If additional information is obtained, animas will update this complaint accordingly. This complaint is being reported because the alleged issue may result in long-term cessation of insulin delivery to the patient.